Event description:
Patient who was implanted with perigee graft had hypotension post-operatively secondary to blood loss. She received 2 units of blood. This improved her hemoglobin and she was able to empty her bladder adequately.